Event description:
It was reported to boston scientific corporation that, after the deployment of an ultraflex esophageal stent on a male, the physician noted that the stent was "placed too distal" and upon the attempt "to correct the wrong position to proximal, the physician grasped the green suture with a foreign-body forcep, but the suture ruptured". "The stent was removed (partially destroyed). Another ultraflex was placed successfully." The patient was reported to have a "normal outcome" after the procedure, however, the patient subsequently died. The device was not directly implicated in the death of the patient. The cause of death was due to "co-morbidity including heart disease and several carcinomas." No autopsy was performed.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review is in progress and if any anomolies are found, a supplement to this medwatch report will be provided.